Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and anaemia ("anemia"). The patient was treated with surgery (lavh with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia and anaemia outcome was unknown. The reporter considered anaemia and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and anaemia ("anemia"). The patient was treated with surgery (lavh with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia and anaemia outcome was unknown. The reporter considered anaemia and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.